Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while utilizing interrupted suturing technique during an open procedure for foot melanoma, the needle broke. 4 needles broke at the tip when the surgeon was detaching the needle from the suture after use. The device was opened or removed from the packaging for 5 minutes prior to use. There was no patient injury. The patient had undergone chemotherapy or radiation treatments.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photograph of device. The visual inspection of the photographs noted one needle. The needle was observed to be broken at the tip. As no products were returned, functional testing was precluded. The root cause of the broken needle tip couldn't be determined because no products were returned. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.